Manufacturer narrative:
H3: the returned pump device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The return catheter was returned in segments and no anomalies were identified. Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# :(B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 711mcg/day via an implantable pump. The other medications the patient was taking at the time of the event were senna, testosterone, simethicone, lantus, baclofen prn, colace, celexa, insulin, albuterol prn, mucinex prn, lactulose prn, methenamine, multivitamin, oxybutynin, ranitidine and reglan. The patient¿s medical history included c4 spinal cord injury, complete tetraplegia, mva (motor vehicle accident) 2008, permanent ventilator, diaphragmatic pacemaker, neurogenic bowel and bladder, gerd (gastroesophageal reflux disease), uti (urinary tract infection), renal stones. It was reported that the managing clinicians felt the patient was receiving effective therapy and were not away of any issues. The expected residual volumes matched actual residual volumes with refills. There were no environmental, external or patient factors that may have led or contributed to the issue. During pump replacement upon disconnecting the existing catheter from the pump, no retrograde flow csf (cerebral spinal fluid) observed from the catheter. Tissue was seen growing inside the sutureless connector, and the neurosurgeon with tweezers attempted to remove visible tissue. Still no retrograde flow csf, so the existing sutureless connector was trimmed off two times (trimmed off 3.5cm proximal end) and new one spliced on from the revision kit. Spontaneous retrograde flow csf then was observed. Infusion restarted at 200 mcg/day after internal pump tubing and catheter length primed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.